Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the universal battery charger was not working. The reporter stated that when any battery was put in (either brand new batteries or one year old batteries), the red exclamation mark would come on. It was reported that the event did not occur during a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition the device charger is not working and the red exclamation mark comes on when any battery is put in was confirmed. It was further noted that the device was received fully intact with some minor scratches and dings along both sides of the device. The assignable root cause was determined to be component damage due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.